Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has an off-label implanted neurostimulator (ins) from 2020 (lead was placed at a sacral nerve - to reduce pain). They now have overstimulation and sometimes muscle contractions at different places, e.g. Foot. Overstimulation was related to body position but does not happen every time. When the stim was turned off, overstimulation / contractions are gone instantly. Patient services (ps) advised that this could be caused by a lead fracture. The patient was advised to call their hcp for an appointment to do an impedance check. The patient has been notified that they should call back if their issue is not resolved permanently.